Event description:
It was reported that the 3d9-3v transducer was leaking oil. This was associated with an epiq elite ultrasound system. The issue occurred outside of clinical use and there was no patient or user harm. Information was provided to the customer to replace the transducer to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.